Event description:
It was reported by a non-medical professional that the patient underwent a procedure for posterior cervical lateral fusion and left side foraminotomy with lateral mass fixation at c6-c7 where rhbmp-2 was mixed with autograft bone and implanted via a posterior approach. Post-op the patient allegedly continued to suffer from severe left arm and neck pain, and lower back pain. An MRI scan 6 weeks post-op demonstrated a fluid collection around the c6-c7 level. Approximately 11 months post-op a spinal cord stimulator was implanted due to chronic pain. Allegedly the patient has required extensive medical treatment.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.